Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, post deployment of the 23mm sapien 3 valve in the aortic position, the patient's blood pressure "did not recover" CPR was initiated and tte showed a pericardial effusion. The decision was made to a pericardialcentesis, but only 30ml of fluid could be removed. Angiography confirmed a rupture on left side of the aortic annulus. The decision was made to stop CPR and the patient expired.

Manufacturer narrative:
Additional information provided indicated that the patient had suffered either an isolated annulus rupture or aortic root rupture or a combination of both. The patient did not have a porcelain aorta. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, although the root cause for the annular/aortic rupture cannot be confirmed, it is possible patient factors and procedural factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Procedural cine images were provided and reviewed by an edwards physician proctor: observations: mac: moderately calcified annulus and lvot below rt coronary cusp; no bav seen; patient appears to be moving on table; implant cine image, 3 cusps not coaxial. Rcc more ventricular than l and ncc; valve implanted well, fully expanded; annular ruptured confirmed near lcc; appears CPR initiated impressions: based on the images provided, the annular rupture was confirmed. However, the cause was unable to be determined as no pre-op CT, no procedural echo and no bav with contrast injection was provided in order to determine the correct annulus size. While a definitive root cause for the aortic dissection was unable to be confirmed through imaging, per report, it appears that the aortic dissection may have occurred due to patient and/or procedural factors.